Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service rep checked the default value of image contrast and found it was zero. This value was course of bad images. Engineer checked and set the system image defaults to standard value (subtraction contrast 0>>>65) (roadmap contrast 0>>>60). The rep checked the function of subtraction and roadmap, found no problem, and fixed.